Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. Dmf# - (B)(4) , trade name gentamicin sulphate, active ingredient(s) gentamicin sulphate, dosage form - powder, strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2014, the patient underwent a right knee arthroplasty due to degenerative joint disease. Depuy attune knee products were implanted with depuy cement x 4. Product information can be found on pages 7 and 8 of the attached medical records. There were no indicated intra-operative complications. On (B)(6) 2018, the patient underwent a right knee revision to address pain, adhesion, tibial tray loosening at the cement to implant interface, and tibial bone loss. The tibial insert and tibial tray were revised with depuy products and competitor cement. The patellar and femoral components were retained. There were no indicated intra-operative complications. Doi: (B)(6) 2014 dor: (B)(6) 2018 right knee.